Manufacturer narrative:
Patient information was requested, but not provided. The site has used the system several times since this issue occurred, with no issue, and is currently declining service.

Event description:
A medtronic representative reported that the site claims after the o-arm 3d spin is completed, the sagittal view on the mvs (mobile viewing station) was cut in half as if it were collimated. They had already lined up their scout shots and confirmed desired orientation. Surgery was completed with the o-arm. No harm to patient.

Manufacturer narrative:
(B)(6).